Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the handheld computer screen freezes. Attempts at troubleshooting were successful, but then the screen began to freeze again. Handheld computer has been returned to manufacturer and analysis is pending.